Manufacturer narrative:
(B)(6). Concomitant: unknown, unknown m/l taper stem, unknown; unknown, unknown liner, unknown; unknown, unknown shell, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown

Event description:
It was reported that the patient received a revision procedure due to advanced local tissue reaction (altr) and metallosis. The head was replaced. Attempts to obtain additional information have been made; however, no more is available.